Event description:
Patient showed redness above the implanted pump. Medstream was explanted and replaced by a medtronic pump. Both surgeon and the dermatologist concluded that the redness has been caused by an incompatibility, most probable from the polysulfon ring. A similar complaint (allergic reaction against polysulfon) has been reported last year under internal complaint (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was not returned to codman (B)(4) for investigation. Pathologis analysis results were received in (B)(4) on april 20th, 2015. Based on the result of pathology analysis the doctor concluded that the reaction observed was probably due to an incompatibility of the patient with the medstream pump. Four complaints from the same hospital and for the same issue were recorded in the last 12 months, no other concurrencies has been identified. A DHR review was performed for the product 91-4200 sn#(B)(4), and the lot met specifications when released. The sterilization data were verified, and the lot met specifications. The lot was released on 19th december 2013. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.